Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.